Manufacturer narrative:
Integra has completed their internal investigation on june 4, 2017. Results: device has not be returned for evaluation, therefore failure analysis cannot be performed. DHR review; there are no non-conformances or capas associated with this product lot. Complaints history; a search was conducted for surgimend complaints related to "delayed wound healing" for this trend analysis. There were three complaints, including this one, related to "delayed wound healing" related to surgimend within the past year. Complaint occurrence rate: three complaints of (B)(4) units sold from april 2016-april 2017 results in a remote occurrence rate of 0.02%. Conclusion: device has not be returned for evaluation, therefore root cause analysis cannot be performed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 3: same failure; different patients; different surgeons other mfg report number: 3004170064-2017-00003; 3004170064-2017-00005. Sus voluntary event report # mw5068785. It was reported the use of surgimend on 4 patients and 3 of them had delay wound healing that caused the patients to return to operating room for interventions. All 4 cases were done by different surgeons. Provisional diagnosis for this patient: unspecified abdominal hernia without obstruction or gangrene. No more information available.